Manufacturer narrative:
The pump was received with button error alarms and no act button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the operating currents due to no button response. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 278 mg/dl. The customer reported that the device was exposed to chlorine water. Customer jumped into the pool with the pump. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 278 mg/dl. The customer was treated for high blood glucose with injections. The customer was explained the 2 high blood glucose rule. Customer was able to troubleshoot.